Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011. It passed an auto test on (B)(6) 2011 but appears not to have switched off after the test. There were multiple manual power ups on that day which led to the depletion of the pad-pak. Under investigation it was discovered the c9 component had an uncharacteristically long discharge. This fault would result in the device switching itself on. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.